Event description:
It was reported that smiths medical cadd solis pump had an error code 1140331. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6, no patient was involved in this event device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that "system fault 41,171 occurred 4,098 2,717 2,302 1" was recorded in history. During analysis, the reported event was able to be duplicated upon powering up. It was noted that the main board does not operate as intended, the printed wire assembly (pwa) was malfunctioning and was the cause of the reported issue. Service replaced main board (pwa) to correct the reported issue. Service also performed a full preventive maintenance and all functional test passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.